Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump was infusing medication for two days and when the pump was discontinued large discrepancy in amount remining on the pump vs the actual amount that was wasted. Concerns that patient was not receiving medication accurately for two days. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Worn dso (downstream occlusion) seal. Scratched lcd (liquid crystal display) lens. Bent latch lock. Performed functional test. Performed accuracy test. Device passed with the results of 19.0 20.2 and 20.6. Customer's reported problem was not duplicated by accuracy tests. Device delivered as intended or at a manufacturing spec. The root cause could not be determined, and no action was taken. Cadd solis device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.